Event description:
It was reported that the intra-aortic balloon (iab) was prepped according to the instructions for use, but could not be inserted through the sheath because the membrane unwrapped. A second iab was obtained. See medwatch 1219856-2008-00178 for second event involving the same pt.